Event description:
It was later reported that the device was explanted and returned to the manufacturer as the patient wasn't using it anymore. There was no patient injury.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received from the healthcare provider noted that it looked like the patient had a consult (B)(6) with the doctor and stated that the interstim never really worked for her and she had not had it on for years, really had no incontinence or bladder control issues at this time as she was wanting the device removed as it was causing some back pain and irritation. The patient had not had a follow up since the device was removed and was not scheduled for any follow up. The patient was just to follow up on an as needed basis. In regards to her symptoms improving, they were unaware as they had not seen the patient.

Event description:
It was reported that the patient's therapy was not on because the patient "got neuropathy after interstim was implanted" . The device had been off for the past 2 years. The patient did not want to see a doctor at this time for interstim because she was too nervous to have anyone touch it. Compatibility guidelines were requested for the following: if the patient works with another patient that has a "stimulator" implant will it interact with her interstim device? The patient's implantable neurostimulator (ins) was currently off. The patient was not following a doctor for her interstim device. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3889-28, lot# v069645, implanted: (B)(6) 2008, product type: lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Final analysis of neurostimulator model 3058 (lot # njy109361h ) showed ins functionally okay; insignificant anomalies. No significant anomaly.